Manufacturer narrative:
Root cause: unable to determine conclusively the root cause of this complaint; however, it appears it was a user error. Explanation: complaints of this nature are monitored; corrective action will be implemented as warranted. There were no nonconformance reports or deviations written against this manufacturing lot. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Implant didn't compress as required. According to the interventional spine representative, it was a technique issue, not an implant issue. The surgeon did not drill down far enough and the implant was not as deep as it should have been, but was 8 mm proud. The physician then used a mallet and the implant compressed and was placed where the physician wanted it.